Event description:
It was reported that the customer had low blood glucose. The blood glucose reading at time of the call was 73 mg/dl. Troubleshooting was performed. It was reported that the customer was hospitalized for three days due to a viral infection, and when the customer went home, he had trouble bringing his glucose level down. The time, date, bolus history, basals, and daily totals were correct. The mother called back and stated that insulin pump had delivered 10.0 units within an hour for the past three days while the customer was at school. The mother stated that her son was not playing with the device. Assisted the mother to turn off the easy bolus feature and to turn on the lock keypad feature. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.